Manufacturer narrative:
MDR 8021545-2024-00258 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 09-apr-2024, it was reported that the patient's infusion set just came off. No further information available.